Event description:
The co's svc dept reported the following info: (1) a c1000t was returned for reconditioning. (2) the svc tech noted that the fill tube leaked during pressure check. (3) during fill, liquid oxygen leaked out the top case vents from the fill tube at the manifold connection at the start of fill. (4) no injury was reported to be associated with this device.